Event description:
This pt expired on (B)(6) 2012 due to ischemic cardiomyopathy. Should add'l info be rec'd, this file will be updated.

Manufacturer narrative:
The ICD was subjected to an electrical incoming inspection. The iegms were analyzed documenting that the ICD was capable to sense intra cardiac signals and delivering appropriate therapy. The manufacturing process for this ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be within specification. In summary, there was no indication of a material or manufacturing problem.